Manufacturer narrative:
Conclusion: a temporal association exists between the liberty cycler/ liberty cycler set and the patient observing a fluid leak after the completion of pd treatment on (B)(6) 2017 with subsequent outpatient treatment for peritonitis. Due to the reported fluid leak event, the liberty cycler/liberty cycler set cannot be excluded as a possible source for the patient¿s peritonitis infection due to the potential risk of breach in sterility with the ccpd procedure.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 08/31/2017 a peritoneal dialysis (pd) patient¿s wife reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy observed a fluid leak after completion of ccpd treatment on (B)(6) 2017 from the pd tubing set when removing the cassette from the cycler machine. On (B)(6) 2017 the patient was seen at the pd clinic and had a peritoneal dialysis (pd) effluent culture performed revealing a high white blood cell (wbc) count. As a result, the patient was commenced on the antibiotics vancomycin 2 grams (g) and ceftazidime for 14 days for peritonitis. Reportedly, the patient did not require hospitalization for the peritonitis event and the patient¿s cycler was replaced due to the fluid leaks and issues with closing he cassette door on the cycler machine. On (B)(6) 2017 the pd nurse stated the patient reverted to manual pd exchanges to complete all pd treatments while the patient was waiting to receive a replacement cycler. The pd nurse attributed the peritonitis event to a breach in septic technique during ccpd therapy. Reportedly, the patient was recovering from the peritonitis event and continues ccpd on the replacement cycler without reported further issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the patient had been experiencing issues where the cassette door had been hard to close and had to slam the door shut in order for it to close. The patient's contact reported the pd fluid was leaking from the tubing onto the floor after treatment was completed. The patient's pd registered nurse (rn) was informed and the patient had been placed on antibiotics. The patient was unsure if the cycler got wet. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the fluid leak was observed after the patient had completed peritoneal dialysis treatments and when he was removing the cassette. The pdr stated the patient came into the clinic on (B)(6) 2017 after the fluid leak occurrence. The patient¿s fluid culture was performed and concluded the patient¿s fluid culture results exhibited a highly elevated white cell count. The patient was prescribed antibiotics as a result of the elevated white cell count. The pdrn confirmed peritonitis with no growth in the effluent culture as the patient had already started antibiotics, including vancomycin 2g and ceftazidime for 14 days. The white blood cell (wbc) count was 219 (units unknown) and was taken 2 days after administration of antibiotics. Source of infection was believed to be breach in aseptic technique, and the patient was not hospitalized. The patient completed pd treatments without issues and received a replacement cycler. The patient was feeling much better and recovering.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the patient had been experiencing issues where the cassette door had been hard to close and had to slam the door shut in order for it to close. The patient's contact reported the pd fluid was leaking from the tubing onto the floor after treatment was completed. The patient's pd registered nurse (rn) was informed and the patient had been placed on antibiotics. The patient was unsure if the cycler got wet. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the fluid leak was observed after the patient had completed peritoneal dialysis treatments and when he was removing the cassette. The pdr stated the patient came into the clinic on (B)(6) 2017 after the fluid leak occurrence. The patient¿s fluid culture was performed and concluded the patient¿s fluid culture results exhibited a highly elevated white cell count. The exact white cell count was not provided during the call and the patient was prescribed antibiotics as a result of the elevated white cell count. The pdrn a replacement cycler was delivered and the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler without further issue. Per pdrn the sample was discarded and was not available for return. The lot number was unknown.